Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker inspected the customer's device and was unable to verify nor duplicate the reported issue. The customer opted out of repairing the device and communicated to stryker that the device has been removed from service. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker recommended that the customer remove the device from service and a replacement device be obtained. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.